Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, cracked glue on the light guide lens was observed. There was no patient involvement.